Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent event on (B)(6) 2024. The patient went to the emergency room (ER) and eventually got hospitalized due to high bg. The glucose level was 466 mg/dl due to the issue and the highest blood glucose level related to the incident was 550 mg/dl. The patient was treated with correction bolus via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been soft cannula found bent upon removal from infusion site. The batch 6001878 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and (wi) guidance for functional testing for complaints area version 2 for the code soft cannula found bent upon removal from infusion site complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to (wi) version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the 6001878 was manufactured according to the (wi) version 105 manufactured in the line inset 3, on 21/jun/2023, with a total of (B)(4) units. Trending: a query was run in database on 04-aug-2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6001878 and no other more complaints have been registered in database for the same lot 6001878 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, one more complaint received on the lot in question and malfunction code, no further actions are required.